Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2018, the 23mm trifecta valve was explanted due to degeneration and a 21mm carpentier edwards valve was implanted. Additional information requested.

Manufacturer narrative:
An event of valve explant due to degeneration and leakage was reported. Morphological and histopathological examination revealed leaflets 1 and 3 contained horizontal folds, which possibly created incomplete coaptation. Stent posts 2 and 3 appeared to be bent outwards. As this was an explanted valve it is not possible to know when this damage occurred and if it had an impact on the folded leaflets. Leaflet 3 was fibrotically thickened. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This review was inclusive of a review of the manufacturing videos, which contained no evidence of stent post bending or leaflet folds. The cause of the leaflet folds and reported regurgitation could not be conclusively determined; however, information from the field indicated that a smaller, 21mm valve was subsequently implanted.